Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07923 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male on a impella cp for mechanical circulatory support. Perclose was placed prior to insertion of the impella cp. The peel away sheath was noted to have some oozing present around it. The physician adjusted the perclose sutures to try to control the ooze. The team monitored ooze from the left groin, and likely gave patient platelet transfusion again to help control bleeding around lines. The impella cp was explanted after multiple treatments for bleeding.